Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated and ketones were present. Contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.